Manufacturer narrative:
This report is submitted on november 09, 2021.

Event description:
Per the clinic, the patient experienced magnet dislodgement after a recent trauma to the head. Additional information has been requested but it has not been made available as of the date of this report.